Manufacturer narrative:
It is unk at this time, if hydraulic fluid was leaking onto the floor. A follow-up MDR will be filed should additional, applicable info be identified.

Event description:
It was reported, the hydraulic jack was leaking. No adverse events are reported.